Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device powered on while using ac in the test docking station and also on dc power. It obtains readings and alarm alert conditions functioned visually and audibly. The device started charging once docked but the indicator led light would not remain on which indicates a poor connection between the device and the docking station. This connection issue does not allow for the nurse-call function. The communication failure was isolated to stiff pogo pins. During testing, the device went into a system failure error mode, causing the screen to go blank and the device to alarm. The error was isolated to a component (u21) of the system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported that the device failed nurse call test and will turn off during spo2 alarm. No consequences or impact to patient were reported.